Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and low amplitude. Boston scientific technical services provided recommendations intended to potentially reproduce similar noise/artefacts by performing manipulations and massaging the pocket area, perform isometrics, and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and low amplitude in the primary vector. Boston scientific technical services provided recommendations intended to potentially reproduce similar noise/artefacts by performing manipulations and massaging the pocket area, perform isometrics, and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service. Additional information was provided, it was reported that this s-ICD delivered inappropriate shock due to t-wave oversensing in the secondary vector with slightly changes in morphology. Boston scientific technical services provided troubleshooting steps and suggested programming options. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing and low amplitude. Boston scientific technical services provided recommendations intended to potentially reproduce similar noise/artefacts by performing manipulations and massaging the pocket area, perform isometrics, and etc. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.